Manufacturer narrative:
As reported, the tip of two 5f mynx control vascular closure devices (vcd) begin to fray when the device is inserted into the introducer. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. (B)(4): one non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in its manufactured position and was partially exposed. Regarding the condition of the sealant sleeves, a split was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Additionally, a dimensional analysis of the slit length was attempted; however, it could not be completed due to the split condition present on the sealant sleeves. A simulated deployment test evaluation was performed to verify device functionality. The unit operated as intended, deploying the sealant and retracting the balloon accordingly. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Additionally, an attempt was made to perform the insertion/withdrawal evaluation through a csi; however, this test could not be completed, as the split condition observed on the sealant sleeves impeded insertion of a cordis lab csi sample. The product history record (phr) review of lot f2510702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4): one non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in its manufactured position and was partially exposed. Regarding the condition of the sealant sleeves, a frayed/split condition was observed. The csi was not returned for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. Additionally, a dimensional analysis to measure the slit length was attempted; however, it could not be completed due to the frayed/split condition present on the sealant sleeves. A simulated deployment test evaluation was performed to verify device functionality. The unit operated as intended, deploying the sealant and retracting the balloon accordingly. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Additionally, an attempt was made to perform the insertion/withdrawal evaluation through a csi; however, this test could not be completed, as the sealant sleeve condition impeded insertion of a cordis laboratory csi sample. The product history record (phr) review of lot f2510702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿atraumatic tip-frayed/split/torn¿ was not observed through analysis of the returned devices; however, there was frayed/split/torn conditions of the sealant sleeves noted, which may have been the condition experienced by the customer. Additionally, conditions were noted of ¿mynx control system-deployment difficulty-premature¿ for both devices due to the partially exposed sealants from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the limited information available for review and product analyses, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the frayed/split/torn conditions of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealants. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of two 5f mynx control vascular closure devices (vcd) begin to fray when the device is inserted into the introducer. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.